Manufacturer narrative:
(B)(4).

Event description:
A motor stall was reported to have occurred on (B)(6) 2010 with a 48 hour tube set message on (B)(6) 2010. Pt was last filled with normal saline on (B)(6) 2010 and had previously been infusing lioresal 500mcg/ml. Pt had an MRI on (B)(6) 2010 (reason unk). Pt had been in hyperbaric conditions up to 1075 ata since the last refill on (B)(6) 2010. Hcp interrogated pump on (B)(6) 2011 and saw the motor stall attention dialog box. On programming of a single bolus and re-interrogation a motor stall recovery was noted. Currently the pump was functioning as programmed. The pump was infusing saline 0.5ml/day. There were no current pt symptoms.